Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the staple line of a sureform 60 white reload bled requiring intervention. The sureform 60 stapler instrument firing sequence was complete with no complications or error messages. The white reload staple line looked complete on stomach tissue, however the staple line was bleeding. The surgeon over suture the staple line to control the bleeding. The procedure was completed robotically with no further complications, the patient is recovering well. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The product has not been returned to intuitive surgical, inc. (Isi) for failure analysis investigation. An advanced stapler log investigation revealed the following: logs showed the sureform 60 stapler instrument was installed on the system 3x and fired 3 reloads (1 blue, followed by 2 white). On installs 1 and 3, the first clamps were successful, and the firings were each completed with 1 pause for compression. On install 2, the first clamp was successful, and the firing was completed with 2-3 pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs.